Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the tabs on the power cord bay door were broken. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the system fan was noisy. Concomitant products: product ID 2067 radiofrequency head. (B)(4).

Event description:
It was reported that the power cord door on the programmer was broken. The programmer was returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.